Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the concorde broke. Surgery was delayed by 10 minutes due to the event. The procedure was completed successfully. The fragments that were generated were easily removed without requiring additional intervention. There was no patient consequence.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected: b1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information was received and it was determined that only one device was involved in this event is captured under MFR: 1526439-2025-00052. The device initially captured in this report, MFR:1526439-2025-00053, has no allegation. The device did not contribute to serious injury and there was no reported device malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.